Event description:
It was reported that the patient was bitten on the forehead twice by a family dog, one bit in the forehead and the other in the brow line. The patient was treated in the emergency room and the lacerations were closed with topical skin adhesive on (B)(6) 2010. The next day, the patient developed swelling in her face and the second day after the bites her face was completely swollen and the areas around both bites were swollen. She was treated with rocephin injection, oral antibiotics as well as prednisone. Within a few days the reaction had resolved.

Manufacturer narrative:
(B)(4). (Infection). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.